Manufacturer narrative:
Qn#(B)(4). The device has been returned to the manufacturer for investigation however the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the doctor found that the plug of the applier had dropped off which caused the metal to drop into the patient's body; it was retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). DHR of the lot shows, that the right material and components were used and that the instrument meets all specifications. All working steps are documented. Complaint instrument (B)(4), lot p1442885 was received in (B)(4) on the 10th of february 2016 and forwarded to the supplier for further investigation. The rivet of the jaw is broken. As preventive action, a stronger rivet at the jaw has been used since feb 2015 to prevent breakages. Supplier reported on the 12th of february 2016 that they received instrument 544965t, lot p1442885 for investigation. The rivet of the jaw is broken and the pull rod deformed. The instrument has never been repaired before. It was delivered to (B)(4) in september 2014. Root cause is overstressing of the instrument during use. The instrument can be repaired.

Event description:
Alleged event: the doctor found that the plug of the applier had dropped off which caused the metal to drop into the patient's body; it was retrieved. The patient's condition was reported as fine.